Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device had the heart rate at 30bpm noted on the telemetry. Upon review, the presenting noted oversensing and there was no asystole. This right ventricular (rv) lead exhibited noisy signals and high pacing impedance measurements around 950 ohms, however these measurements were within the normal range. A review of the event by (B)(6) technical services (ts) showed that there were inappropriate episodes of non-sustained ventricular tachycardia (nsvt). Ts stated that it looked like lead degradation and recommended full evaluation or lead revision. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).